Event description:
The customer reported that one of his blood glucose reading was not stored in the memory of a contour next link meter. During the call, a blood glucose test was performed and a reading of 193 mg/dl was obtained. This reading was stored in the meter's memory, however, some of the previous readings were alleged to be missing from the meter's memory. No adverse event alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.